Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Per support ticket-337500 ¿the FDA cdrh application team recognizes that industry faced submission issues and delay in ack3 responses during the month of september 2022.

Event description:
It was reported that a patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod longer than 48 hours on the abdomen. The patient noted the pink slide did not move forward, indicating a failure of the needle mechanism and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.